Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that a catheter issue occurred. The 79% stenosed target lesion was located in the mid right coronary artery. The 7f guidezilla ii guide extension catheter was selected for use. During the procedure while inside the patient, the device was unable to connect. The procedure was completed with another of the same device. There were no patient complications and the patient condition was stable. However, device analysis revealed a partial collar and shaft separation.

Manufacturer narrative:
Investigation results: media review: media provided by the customer shows the damaged stent. Device analysis findings: the device was returned for analysis. Visual inspection showed the device was returned with a stent inside the guidezilla. There were numerous kinks throughout the shaft and the hypotube of the device. Additionally, the shaft was flattened from 6,5cm to 8cm from collar. Microscopic inspection revealed a partial collar and shaft separation and that the tip was damaged. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure. The reported event likely occurred as a result of factors encountered during the procedure of which can include handling of the device. Also, since the DHR review confirmed that the device met all manufacturing specifications, it is most probable that the forces that led to the device damages were found during the procedure.